Event description:
Customer alleges that the wheels break off at the extension part of the leg. No injury alleged.

Event description:
Customer alleges that the wheels break off at the extension part of the leg. No injury alleged.

Manufacturer narrative:
(B)(4). The original report stated that the manufacturer was goodbaby, registration #1531186. The correct manufacturer is genteel homecare products, registration #is also 1531186. Both manufacturers are foreign manufacturers.